Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity. The lens was later removed and replaced for a multifocal iol. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
B5: due to updated clarification from reporter, there was no replacement lens. The initial MDR was not reportable. Claim# (B)(4).